Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician st. Jude medical crmd reliability laboratory failure (event) observed during analysis. A partial lead was returned cut off at 26.5. Analysis noted abrasions on the outer insulation at 22.2cm to 22.8cm and at 23.7cm to 24.5cm from the pins both over the ring cable lumen. The lead abrasion iis consistent with that produced by friction with the ICD can. The electrical characteristics of returned portion exhibited normal coil continuity.